Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the clinical study site that the patient came in to clinic, the patient was admitted to the hospital for a history of anemia and dark stools for approximate week and half. The patient developed intermittent abdominal cramps around christmas that temporarily resolved but started up again earlier in the week along with dark stools. Nine days later, he contacted the vad pager to report worsening shortness of breath, fatigue, and dizziness. He states he can only walk a few steps before he gets symptomatic. He denies any nausea, le edema, palpitations, brbpr, headache, epistaxis, fever, chills, or weight gain. He denies any vad alarms. He was instructed to present to hospital as direct admission for workup of symptomatic anemia and suspected gi bleeding. Gastroenterology was consulted for gastrointestinal (gi) bleeding. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the clinical study site that the patient came in to clinic on (B)(6) 2013, the patient was admitted to the hospital for a history of anemia and dark stools for approximate week and half. The patient developed intermittent abdominal cramps around christmas that temporarily resolved but started up again earlier in the week (exact date unknown) along with dark stools. On (B)(6) 2013, he contacted the vad pager to report worsening shortness of breath, fatigue, and dizziness. He states he can only walk a few steps before he gets symptomatic. He denies any nausea, le edema, palpitations, brbpr, headache, epistaxis, fever, chills, or weight gain. He denies any vad alarms. He was instructed to present to hospital as direct admission for workup of symptomatic anemia and suspected gi bleeding. On (B)(6) 2013, he was transfused 2 units prbcs and aspirin and coumadin were held. On (B)(6) 2013, 3 units of prbcs were transfused (supratherapeutic inr). Gastroenterology was consulted for gastrointestinal (gi) bleeding. He was taken for upper endoscopy on (B)(6) 2013 that was grossly normal. Showed no evidence of bleeding of bleeding on exam. Source was possibly small bowel with supratherapeutic inr. He tolerated the procedure well without complications. He continued to improve and outpatient heart failure medications were resumed including statin, bb, and hydralazine. On (B)(6) 2013, he reported 1 episode of melena. His aspirin (asa) and coumadin were held and he was placed on a ppi (nexium) drip. He remained hemodynamically stable without significant rhythm abnormalities. He remained on the telemetry step down unit where he continued to improve. Final medication adjustments were made with cardiology input (continue to hold asa, continue coumadin, goal inr 2.0-2.5, 1.8 today (increase dose tonight). He was ambulating, on ra, hemodynamically stable, in sinus rhythm on the day of discharge on (B)(6) 2013. Recommendation: there is no evidence of bleeding on exam. Source was possibly small bowel with supratherapeutic inr. No additional information available.